Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 33.3 mmol/l with symptoms of abdominal pain, thirst, and urination. The patient had discontinued pump therapy at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there was a call service sleep alarm with the pump, which contributed to a delay in insulin deliver. The reporter noted that the alarm had only happened one time. This complaint is being reported based on the allegation that the patient had a hyperglycemic event while on the pump as a result of a call service alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: the pump's black box indicated that the pump's had a pump reboot event following alarm, and when it was powered on the date was set to one day later. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.